Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 devices were received for evaluation. 1 event was confirmed; however, no component failure was found. 3 events were not confirmed and no component failures were found. There were no remedial actions taken. This device is not labeled for single-use

Event description:
This report summarizes 4 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.